Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the device "does not alert continuously". The device was in clinical use at the time the issue was discovered; no report of any patient or user harm.